Event description:
It was reported that the patient was experiencing discomfort at the pocket site and was having difficulty charging the ipg. The patient was successfully reprogrammed and underwent an ipg replacement procedure. The patient was doing well post-operatively and the explanted ipg will not be returned.